Event description:
A lensar clinical application specialist reported that while she was training a physician and after the laser firing was initiated, the patient moved resulting in a loss of suction. The patient was released from the unit and transported into phaco room. While in the phaco room and under the microscope, the surgeon noticed that there was a crescent shaped arch etched onto the cornea. There was no capsulotomy nor any fragmentation made by the laser system. The surgeon performed the surgery manually and routinely. The surgery was completed without complications. The surgeon stated that the patient was doing well after the one day post op evaluation and stated that did not appeared to be very deep etch. No further treatment necessary.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.